Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (connector damaged, service code 204) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause of the service code 204 was the electrode belt's inability to securely connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable) and that the belt connector was damaged.